Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 7022 lead, implanted: (B)(6) 2008. Product ID: 6931-65 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected. It was noted that the device had been programmed with high right and left ventricular outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.